Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "tip is damaged" was confirmed. Reliability engineering evaluated the device, and the reported problem was confirmed. The neuro tip of the device was examined, and the foot and back post of the neuro tip had been drilled into, which is indicative of improper assembly of the attachment and bur into the motor. A cutting bur must be properly assembled so that it is fully seated and secured into the motor before installing the attachment. When the cutting bur is not fully seated, it may drill into the foot and post of the attachment's neuro tip, which can cause the tip and/or bur to fracture. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the tip of the device was damaged. The device was being used during surgery, but there was no injury or medical intervention. It is unknown if there was a delay in surgery. There was no additional information provided.